Event description:
A us distributor reported that a patient's battery charger was unable to charge the batteries.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger won't charge batteries) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse events occurred from the damaged charger. Device evaluation of battery charger/modem sn (B)(6) has been completed.  The reported problem (charger won't charge batteries) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed.  The reported problem (charger won't charge batteries) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge the batteries.